Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, contrast, and down arrow buttons were intermittently unresponsive; the up arrow button was responsive. During investigation, evidence of contamination was found under the ok, contrast, and down arrow key contacts. Unrelated to the complaint, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
Follow-up # 1 (B)(4) : additional information was obtained from the reporter. The reporter contacted animas and stated that the keypad buttons were 'very sticky' and the up arrow and ok buttons required multiple button presses to elicit a response.